Event description:
I had the dynabunion system placed in my foot. I started to have pain in the top of my foot which then I explained to the doctor that I was having pain. A while later an x-ray was done which showed one of the screws had snapped and was causing the pain. I needed to go in and have another surgery to remove the hardware that had broken within a couple months of being placed. I have attempted several times to make a claim with the company for product liability and have not been able to get a response to emails or voice messages. I had requested to keep the product and the surgery center refused and mailed the product back to dynabunion.